Event description:
Routine complaint investigation when a consumer reported the inability to test on the precision xtra blood glucose monitor. In the course of investigating this event, it was identified that the consumer had not tested the blood glucose level for 5 days due to this issue. This may have resulted in a hypoglycemic event that required treatment by the paramedics. Customer was not hospitalized. There had been no prior calls to the 24 hour customer care department in the days leading up to the event.